Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) via product surveillance registry regarding a patient receiving fentanyl (80.mcg, 1,993.1 mcg/day, 37% 538.9 mcg), bupivacaine (0.3201 mg. 7.9725 mg/day. 37% 2.1557 mg), and morphine (0.3641 mg. 9.0687 mg/day. 37% 2.4521 mg) via an implantable pump. Other medications the patient was taking at the time of the event included oxycodone, senna, cyclobenzaprine, melatonin, cymbalta, lyrica, miacalcin, levothyroxine, pantoprazole, naproxen, zofran and pravastatin. The patient's pertinent medical history included allergies to latex, methocarbamol and triazolam; a previous mi; fibromyalgia; rsd; anemia; osteoporosis; and hypothyroidism. It was reported that the patient had their pump replaced on (B)(6) 2015 (refer to manufacturer's report # 3004209178-2015-06099 for information pertaining to the pump replacement). Then on (B)(6) 2015, the patient reported wound dehiscence/poor wound closure, and poor wound healing from the pump implant. The patient had their scs (spinal cord stimulation) and pns (peripheral nerve stimulation) in the same pocket as her intrathecal catheter. The patient reported that she was no longer using her scs. Diagnostics included the patient reported information, and physician examination. Aerobic bacterial culture stain (abcs) and anaerobic cultures (ac) were obtained, and there was no sign of infection. Abcs showed no polymorphonuclear leukocytes (pmns) or organisms, and culture showed no growth. Ac culture showed no anaerobes. On (B)(6) 2015, the patient underwent surgery to remove the scs due to the poor wound closure. During the surgery, they removed two epidural spinal cord stimulation leads, 2 peripheral nerve stimulation leads, and the scs internal pulse generator, and revised the incision site. They also did ¿electronic analysis¿ and reprogrammed the pump.